Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
Subsequent to the initial medwatch report, additional information received indicated that the physician is not trained in use of the proglide device. No additional information is available.

Event description:
It was reported that an arteriotomy closure of a moderately calcified common femoral artery was attempted using a proglide device after an interventional percutaneous transluminal angioplasty procedure. Reportedly, a suture break occurred. Hemostasis was achieved by applying manual arterial compression. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Estimated date of occurrence, based on report of incident occurring within 4 weeks prior to (B)(6) 2013.

Manufacturer narrative:
(B)(4). It was reported that the proglide device was used in a calcified vessel. Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site. The customer reported the device was discarded. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Per the instructions for use (IFU), this device should only be used by physicians (or other healthcare professionals authorized by or under the direction of such physicians) who are trained in diagnostic and therapeutic catheterization procedures and who have been trained by an authorized representative of abbott vascular.